Manufacturer narrative:
The pump was unable to prime during prime test and motor error alarm during basic occlusion test due to faulty force sensor system. The motor passed motor test. The pump was received with minor scratched display window, cracked case at display window corner and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call indicating a motor error alarm from the insulin pump. The customer's blood glucose reading was 313 mg/dl. The customer stated that the pump alarmed motor error during lunch time. The customer stated that it happened three times in a twenty minute period. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.